Manufacturer narrative:
The sample was centrifuged at a speed higher than recommended and at a time shorter than recommended by the tube manufacturer. This event occurred in (B)(6). Unique identifier (UDI): (B)(4).

Event description:
The initial reporter stated they have had ongoing issues with precision on two assays run on the cobas 8000 e 801 module. During troubleshooting of the issue, the reporter stated they received discrepant results for one patient sample tested with the elecsys hcg + beta test system on the e 801 analyzer. No incorrect results were reported outside of the laboratory. No units of measure were provided. The sample initially recovered an hcg+beta value of 10.4 when tested on the e 801 analyzer. The sample was repeated using the alinity method, resulting in a value of < 2.3. The sample was repeated on the e 801 analyzer, resulting in a value of 0.855. The sample was also repeated on a second e 801 analyzer, resulting in a value of 0.713. The hcg+beta reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The customer continues to have precision issues.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.